Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a commanded shock event. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.